Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for investigation. There was a mark in the probe which came in contact to the non-insulated area of grasping section and was abraded against it. There was a mark in the non-insulated area of grasping section which came in contact with the probe and was abraded against it. The tissue pad in the grasping section was intensively worn away. The coating of the probe was partially peeling. When we performed probe check, no abnormality occurred. When we closed the grasping section and checked "seal" output, seal short circuit error didn¿t occur. Abrasions will appear on the tissue pad when the device is activated in seal & cut mode. Therefore, we perform the test in seal mode. The device history record of osta for the lot indicated no anomaly with the event-related items below. Inspection. However based on the physical investigation result, the exact cause of the event couldn¿t be exclusively identified. From the past investigation results, it is likely the intensively worn of the tissue pad, the probe damage error occurred by the following mechanism: the intensively wear of the tissue pad could have happened because ¿ seal & cut¿ output was activated while grasping nothing with the grasping section and the probe tip, or kept activating the output after a transection of tissue. The tissue pad was worn away, causing the non-insulated area of the grasping section to touch the probe. The seal & cut output was activated with the non-insulated area of the grasping section touching the probe. This caused the probe damage error and the contact marks on the non-insulated area of the grasping section and the probe. The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an unspecified procedure using the subject device, a probe damage error occurred. The intended procedure was completed with another device. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc) for investigation on jul 14, 2021. Omsc found that the tissue pad in the grasping section was intensively worn away.